Event description:
On (B)(6) 2019 patient said that she applied the device after taking a shower and it fell off soon after. Patient stated it's hot in (B)(6) and sweat may have caused it. Patient confirmed that applies alcohol and allows it to dry prior to applying the device.